Manufacturer narrative:
The company service representative examined the system and found the system to meet specifications. The surgeon wanted the audio setting for the vfc setting to be lower. The company service representative lowered the volume and reviewed with the surgeon on how to lower the volume. The system was then tested and met all product specifications. The system was manufactured on october 20, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to an external event of customer dissatisfaction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy and oil extraction procedure, the viscous fluid control was noisy during extraction. The case was completed without patient harm.